Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has minor scratches on lcd window, case at the display window corners and battery tube threads.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 106 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.